Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The pod's download data showed early timeouts. Investigation of the drive mechanism found damaged threads on the lead screw. This indicates tube nut binding on the lead screw, which did not generate an alarm. This, along with some evidence of grinding on the commutator cap, suggests a struggle to deliver insulin. However, the timeouts ceased around 150 pulses and the rotational sensor data shows that the ratchet gear continued rotating until the pod was deactivated at 367 pulses. It could not be determined how the abnormalities identified on the drive mechanism components affected insulin delivery when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours on the leg. As treatment, a manual injection of insulin was delivered (2 times) and a new pod was applied.